Manufacturer narrative:
The stent remains in patient. The delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that the patient underwent a coronary procedure, treating a target lesion in the mid right coronary artery (rca). The 4.0 x 28 mm multi-link 8 stent was deployed. During removal, the stent delivery system balloon was difficult to remove from the guide catheter and was torn during removal. No adverse patient effect was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.